Manufacturer narrative:
Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, it was confirmed that autoclave sterilization was performed by mistake and since the actual product is a non-autoclavable model, it is assumed that the problem was caused by handling that deviated from the instruction manual. The device evaluation found additional issue: flooding of cables, electrical contact corrosion, electrical contact dents, scope mount corrosion and heavy operation, connector cracks, main body deformation, and discoloration of the main body. No other issues were identified. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the autoclave sterilization process on a camera head was performed by mistake and confirm that the image moved. There was no report of patient harm or user injury associated with this event.